Manufacturer narrative:
Investigation summary it was reported that a 63-year-old female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, there was a drop-in patient¿s blood, the patient complained about pain, and there was a lack of heart motion on the x-ray. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 310 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The device was visually inspected, and it was found in good condition. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly. The force values were observed within specifications. Then, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test was performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference #pc-000452714.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 30173869l number, and no internal actions was found during the review. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, there was a drop-in patient¿s blood, the patient complained about pain, and there was a lack of heart motion on the x-ray. Cardiac tamponade was confirmed by echo. Pericardiocentesis was performed to remove 310 cc of fluid from the pericardial space. The patient was reported in stable condition after pericardial drainage. The event was assessed as life threatening. Extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that the catheter perforated the right ventricle during the ablation after a large impedance spike. Transseptal puncture was performed with a safesept needleless wire. A short pinnacle 8 fr sheath was used during the case. The parameters observed at the time of the injury included: power of 30 watts, temperature of 29 degrees celsius and impedance of 238 ohms with a delta increase of 92 ohms. The impedance spike caused the generator to cut-off the ablation. The power did not titrate during the ablation. The overall time for ablation and the last ablation cycle time at the site of injury were of 24 seconds. The flow was set within standard settings of 2-8 cc. The patient received anticoagulant (unspecified) during the case with an activated clotting time (act) between 300-350 seconds. The thermocool® smart touch® sf bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. The issue of high impedance was assessed as a not reportable issue since the generator stopped delivering radio frequency (rf), the most likely consequence is an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The biosense webster, inc. Product analysis lab received the product back for evaluation on may 23, 2019, and it was it was noted that on initial visual inspection that there was no visual damage or anomalies observed.